Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's dexcom mobile application failed to alert them. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.